Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There was no excessive no delivery alarms noted. The unit had a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer's husband called in to report 5 emergency room visits due to high blood glucose levels. The caller stated the customer was laying on the floor and could not get up. The caller also reported excessive no delivery alarms. The customer's blood glucose level was 500 mg/dl. The caller stated the customer changed their site about 10 times in the last 24 hours and changed the reservoir twice. The customer performed the self-test and it passed. The customer reverted to manual injections and their current blood glucose level was 274 mg/dl. The caller stated the customer was hospitalized for different things including stroke, seizures, diabetic ketoacidosis, and infections. The device was removed when admitted to the hospital. The caller declined to troubleshoot. No further details were provided.